Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of stillbirth ("stillbirth after (B)(6) gestational months") and pregnancy with contraceptive device ("became pregnant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. In 2010, 3 months after insertion of essure, the patient experienced pelvic pain ("pelvic pains"), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse") and menorrhagia ("heavy menstrual bleeding"). In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced stillbirth (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. At the time of the report, the stillbirth, pregnancy with contraceptive device, pelvic pain, abdominal pain lower, dyspareunia and menorrhagia outcome was unknown. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain lower, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device and stillbirth to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: tubes were occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ('stillbirth after 5 gestational months') and pregnancy with contraceptive device ('became pregnant') in a 27-year-old female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pap smear abnormal in 2011, miscarriage, tubal pregnancy and unintended pregnancy. Concurrent conditions included rotator cuff repair and vulvovaginal rash. Concomitant products included levonorgestrel (mirena). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain lower ("cramping") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In 2010, the patient experienced pelvic pain ("pelvic pains"). In 2010, the patient experienced depression ("depression"). On (B)(6) 2010, the patient experienced menorrhagia ("heavy menstrual bleeding/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced stillbirth (seriousness criteria medically significant and intervention required). At the time of the report, the stillbirth, pregnancy with contraceptive device, pelvic pain, abdominal pain lower, dyspareunia, menorrhagia, vaginal haemorrhage, depression, vaginal discharge, cystitis, urinary tract infection and vaginal infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain lower, cystitis, depression, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, stillbirth, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: left fallopian tube: 3 coils, right fallopian tube: 4 coils. Discrepancy noted: previously stillbirth was in the case as a event and in current pfs, pregnancy (termination ) was given. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: tubes were occluded. Total bilateral occlusion.. Lot number: 689929, manufacture date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality-safety evaluation of product technical complaint incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of stillbirth ('stillbirth after 5 gestational months') and pregnancy with contraceptive device ('became pregnant') in a 27-year-old female patient who had essure (batch no. 689929) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pap smear abnormal in 2011, miscarriage, tubal pregnancy and unintended pregnancy. Concurrent conditions included rotator cuff repair and pruritic rash. Concomitant products included levonorgestrel (mirena). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain lower ("cramping") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In 2010, the patient experienced pelvic pain ("pelvic pains"). In 2010, the patient experienced depression ("depression"). On (B)(6) 2010, the patient experienced menorrhagia ("heavy menstrual bleeding/abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"). In 2012, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced stillbirth (seriousness criteria medically significant and intervention required). At the time of the report, the stillbirth, pregnancy with contraceptive device, pelvic pain, abdominal pain lower, dyspareunia, menorrhagia, vaginal haemorrhage, depression, vaginal discharge, cystitis, urinary tract infection and vaginal infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain lower, cystitis, depression, dyspareunia, menorrhagia, pelvic pain, pregnancy with contraceptive device, stillbirth, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: left fallopian tube: 3 coils, right fallopian tube: 4 coils. Discrepancy noted: previously stillbirth was in the case as a event and in current pfs, pregnancy (termination ) was given. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: tubes were occluded. Total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs & mr received- lot number was added. New events abnormal bleeding (vaginal), depression, vaginal discharge, bladder infection, urinary tract infection and vaginal infection were added. Event onset date were added. Medical history and concomitant drug were added. Product indication was updated. Patient's date of birth and race were added. Reporter's information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.